Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed access site bleed. The physician stated the bleeding most likely related to the acces site being expanded when the first impella was replaced from the same side. Surgical suturing and blood transfusion were performed. No further information was provided.